Manufacturer narrative:
It was communicated that the surgeon doesn't think this event is due to the product failure and that the explants won't be returned for evaluation.

Event description:
It was reported that the patient underwent a revision surgery due to femoral neck fracture that possibly occured within 1 week of the surgery.

Manufacturer narrative:
(B)(4).